Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7080698. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 366146.

Event description:
It was reported that the patient developed an infection in the midline incision site. Symptoms of drainage and incision not closing at the bottom of the midline were also reported. It was unknown what caused the infection and it was not believed to be device or procedure related. All components were explanted and were not returned. The patient was doing well postoperatively.